Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was accessed with the product on (B)(6) 2021. On (B)(6) 2021. It was noted the catheter tubing was cracked and leaking. No other information was provided.